Event description:
The pt reported, the infusion set cannula "kinked" and this resulted in elevated blood glucose of 379 mg/dl. Normal blood glucose is 64-148 mg/dl. Pt changed the infusion set, injected 5 units of insulin by syringe, and bolused and additional 2 units of insulin with the infusion device. There was no scar tissue or insulin leaking or pooling at the site location. Infusion set was replaced and requested for evaluation. Pt was also sent an infusion set insertion device. Pt provided follow-up approximately 12 hours later and reported another bent infusion cannula and that blood glucose was still in the 300 mg/dl range. Pt inserted 2 new headsets during the call, and each one caused bleeding at the infusion site. Pt then successfully inserted a headset. Request was sent for a meeting with a clinical specialist. Pt provided additional follow-up on (B)(6) 2011. The issue continued, and she had changed the headset over 5 times. Pt was sent a different type of infusion set to try. The clinical specialist provided follow-up later in the day on (B)(6) 2011. Pt received the insertion device in the mail. She was educated on the use of the insertion device and reported the headset felt better when it was in. She called 4 hours later to report her blood glucose was 75 mg/dl. Additional follow-up was completed with the pt on (B)(6) 2011. She reported everything was working well and blood glucose was back within normal range. The pt did not require treatment from a health care professional or second party to address the issue. This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(6) 2011. Further investigations are ongoing within an assigned task-force.